Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that patient said that the purewick was not suctioning since they started using purewick accessories replacement kit. Per liberator via phone on 27dec2024, it was reported that the suction was very low, and customer purchased a new purewick accessories replacement kit with handle. Per sample form received on 12feb2025, it was reported that the patient just switched from the non-handled canister with blue catheter and started using the handled canister with purple catheter and the machine could not suction at all. All replaced and we were now working. Patient had urinary tract infection and used antibiotics.

Manufacturer narrative:
The reported event was unconfirmed because the device meets specifications. No root cause could be found because the reported event was unconfirmed. A DHR review is not required as the event is unconfirmed. As the reported event is unconfirmed a labeling review is not required. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that patient said that the purewick was not suctioning since they started using purewick accessories replacement kit. Per liberator via phone on (B)(6)2024, it was reported that the suction was very low, and customer purchased a new purewick accessories replacement kit with handle. Per sample form received on (B)(6)2025, it was reported that the patient just switched from the non-handled canister with blue catheter and started using the handled canister with purple catheter and the machine could not suction at all. All replaced and we were now working. Patient had urinary tract infection and used antibiotics.